Event description:
On (B)(6) 2013, the patient contacted animas and reported an intermittent power issue with the pump. The pump reportedly emitted multiple "low battery" warnings. The patient denied damage to the pump. There was no reported adverse event associated with this comlpaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the black box data showed reboots starting on (B)(6) 2013. A visual inspection of the pump showed moisture behind the display lens. The battery compartment was cracked. The returned battery cap was able to fully attach on to the pump. The pump was exercised for 24 hours with no power loss. The pump cover was opened and moisture contamination was found throughout the pump. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).